Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was confirmed on (B)(6) 2017, which later time and date were adjusted, so low bg level occurred on (B)(6) 2017. Before low bg level was recorded, user made bolus request without entering current bg level, and completed cartridge change sequence with a large "tubing fill" priming size of 28.0084 units of insulin. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (25-40 mg/dl). Reportedly, customer required assistance addressing low bg levels. Customer ate food to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.